Event description:
Same case as: 2134265-2009-06860. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The 90% stenosed lesion was located in a moderately tortuous proximal to mid left anterior descending artery. A 3.0x24mm taxus liberte' drug eluting stent was implanted in the lesion. No pt injuries or complications were reported. Approximately 6 months later, in-stent restenosis occurred. The restenosis was treated with a 3.0x10mm flextome cutting balloon that was inflated to 6 atms and 12 atms for 5 seconds each. When the physician attempted to inflate the balloon proximal to the lesion the device became stuck. The physician attempted to deep seat the 6f mach1 cl3.5 guide catheter to dislodge the balloon but was not successful. After approximately 15 mins, the pt moved their hand and the balloon dislodged. When the physician examined the device, it was noted that a blade was protruding from the balloon and the balloon was not refolded properly. No further pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.